Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implants at tooth site #35 was removed due to periimplantitis. Patient went on vacation, oral hygiene was poor, visible buildup around healing abutment upon return.